Manufacturer narrative:
(B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect gde for evaluation.

Event description:
The customer reported an unresolved circuit occlusion alarm on this avea ventilator while in patient use. The patient was removed and placed on an alternate ventilator no reported patient harm was associated with this event . The device trained customer received the device and reported the event was duplicated in the biomed department. The device trained customer found an unstable expiratory pressure transducer. The customer reported replacing the gas delivery engine, which resolved the issue.

Manufacturer narrative:
The carefusion failure analysis (fa) laboratory received the suspect gas delivery engine (gde) serial number (B)(4) for investigation. The gde was visually and physically inspected, which found damage to the air inlet components, transducer communication alarm (tca) board and disconnected cables within the gde. On power cycle the device displayed multiple alarm conditions and the error log had logged multiple transducer calibration faults. The gde was reworked and bench tested and having passed all calibrations the alarm conditions were no longer present. At this time, the reported customer event (circuit occlusion alarm) was not duplicated however additional faults were found ,which were associated with damage to the tca board.